Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) underwent a cardioversion through the device. A 31 joule shock was delivered and a fault code for a shorted lead condition was displayed as well as a shock impedance measurement of less than 20 ohms. Shocking lead impedance tests were performed which yielded measurements between 38-42 ohms. Boston scientific technical services recommended device replacement. Subsequent information indicated that the patient's remote home monitoring system indicated that the device had limited battery capacity remaining and displayed a fault code for a charge time out. The patient has also reported hearing beeping tones. A save to disc was sent in for analysis which confirmed the presence of a shock into a shorted lead message. The patient was subsequently seen for a device change out procedure. The device was explanted and the adapter and large patch involved with the shorted lead were surgically abandoned. The device has been returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
The device was explanted and the entire lead system was surgically abandoned and replaced.